Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a detached needle. The sensor was inserted at the abdomen on (B)(6) 2019. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and found that the applicator was fully deployed with with no visible physical damage inhibiting functionality. The reported event of a detached needle was not confirmed. A probable cause could not be determined.